Event description:
Litigation alleges that patient has experienced a crunching feeling when he squats down and occasional pain during exertion. Additionally, it is alleged that patient has excessive levels of chromium and cobalt.

Manufacturer narrative:
Corrected data: date of implant. Plaintiffs preliminary disclosure (ppd) form and implant record sticker sheet received which identified the date of implant. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the metal ion levels provided are at reportable levels. Updated the cup/head and added sleeve/stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.